Event description:
The hcp reported the patient had been experiencing a loss of pain relief. A motor stall was determined "in 2005." The pump was explanted and replaced due to the motor stall. The catheter was explanted and replaced ue to "catheter only in skin. Not in intrathecal space."